Event description:
It was reported that treatment was attempted on a lesion in an om branch. The device would not cross the lesion and during the attempt to withdraw it from the vessel, the stent was stripped off the balloon in the left main artery when it caught on the tip of the guiding catheter, which was not seated well in the ostium. A snare device was successful in retrieving the separated stent from the anatomy.